Event description:
It was reported that patient called regarding his frustration with his inflatable penile prosthesis (ipp) . He states that he has had it for a year now and has only really been able to use it three times successfully. He says that the bulb is too hard to squeeze most times. Patient says he has been back to his doctor numerous times and has met with a rep. But still does not have success. Patient liaison went over some trouble shooting techniques with him to include burp/anti-stiction and pull down which he will try. He says he has tried some trouble shooting without luck. Patient liaison also have offered to get him in touch with some patient champions. He will contact in a week or two with feedback. If he still has not had luck, patient liaison will reach out to the local rep for further assistance.